Manufacturer narrative:
Other text: d4: lot number, expiration date and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that approximately twelve days after the tracheostomy tube was placed the pilot balloon fell off. When air was injected through the pilot balloon, it fell off. Adverse patient effects are unknown.

Manufacturer narrative:
One used decontaminated device was received. Per visual inspection, the inflation line was detached from the pilot balloon. The complaint was confirmed, and no further analysis was performed. A root cause has not been established. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. This issue is being monitored, and further actions taken accordingly.